Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients lead was fractured during an unrelated gynaecolocal surgical procedure. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead had all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.